Event description:
It was reported that during preparation of a 3.5 x 12 mm absorb bioresorbable vascular scaffold system, when removing the yellow protective sheath per the instructions for use, there was resistance and the distal shaft separated. There was no patient involvement. An unknown stent was successfully used to complete the procedure. The patient is doing well. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported difficulty removing the protective sheaths was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheaths; however, the shaft separation appears to be related to case circumstances. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Although the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us.